Event description:
Customer reports obtaining back to back blood glucose of 309 mg/dl to 105 mg/dl and 37 mg/dl to 72 mg/dl on the advantage system. No quality controls were run. No adverse event reported. A replacement was sent.